Event description:
Customer reported that she received a battery error alert, changed the battery and then received a button error alert. The blood glucose reading was 56 mg/dl. Nothing further was reported.

Manufacturer narrative:
All operating currents are within specification. No unexpected failed battery test alarm noted. Insulin pump received with an intermittent button response due to corroded keypad traces. No button error alarm noted. Insulin pump received with cracked case on display window corners, cracked reservoir tube, cracked reservoir tube lip and cracked battery tube threads.

Manufacturer narrative:
(B)(4).currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.